Event description:
It was reported that the customer experienced high blood glucose of 539 mg/dl. It was sated that the infusion set was removed and the cannula was bent but the customer never received the no delivery alarm. Customer had constant urination and thirst. He treated with manual injection. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.